Manufacturer narrative:
Investigation: visual inspection revealed that the jaws were somewhat burnt. There was some evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it self-activated for one second, then functioned as expected. Based upon this, the reported failure "device remains activated" was confirmed. A lot history record review was completed for the product. There was no non-conformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro unit would not shut off. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.